Event description:
Sales consultant reported a hardware removal, due to non union of the humerus. The ex humeral nail was successfully removed; along with end cap, spiral blade, and locking bolt. There were no locking bolt or screws in distal portion of nail. Reason for removal was mid shaft non union of transfer fracture. Surgeon plated the non union site with 3.5 lcp plate and screws. Patient experience pain at fracture site. This is report three of four for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. Implant date is unknown, approx. Between late (B)(6) 2013. A review of synthes device history records for manufacturing revealed no complaint related issues. The investigation could not be completed; no conclusion could be drawn, as no product was received. Note: blank fields on this form indicate information that is unknown, unavailable or unchanged. Placeholder.